Event description:
It was reported that black lines were appearing across the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional corrective actions were taken.